Manufacturer narrative:
Review of the production records highlighted that the implant met specifications. The personalized implant was planned with a screw configuration that took into account screw holes from previous surgeries. The implant was planned relatively close to the teeth neck per request of the surgeon, given the patient condition and taking into account screw holes from a previous surgery, which increases risk for infection. This is the probable cause of exposure of the implant.

Event description:
On 24th of january 2024 materialise was notified that a personalized mandible implant had exposure (coming out through the soft tissue), the screw became loose which resulted in implant positioning being slightly off in the interior part of the implant. The surgeon has requested a new implant.